Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer stated that there was a time when her blood glucose went up to 600 mg/dl, she was not sure of the exact value, stated she had to take a manual shot of 10 units to bring it back down. The customer was assisted with troubleshooting. The customer also mentioned times where her blood glucose and sensor glucose are not close and there are times when she was alerted for a calibration at night and the events are within 10 to 20 points. It was unknown that the customer did used to auto mode feature at the time of event. The insulin pump will not be returned for analysis.